Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed damage from a surgical tool on both top and bottom covers as well as cut silastic overmold at the fantail. These are believed to have occurred during revision surgery. The photographic imaging inspection confirmed antenna coil breaks as well as shield wire breaks. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device passed the mechanical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed damage from a surgical tool on both top and bottom covers as well as cut silastic overmold at the fantail. These are believed to have occurred during revision surgery. The photographic imaging inspection confirmed antenna coil breaks as well as shield wire breaks. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The reported complaint of loss of lock was verified during this analysis. This device had broken antenna coil wires, which was determined to have caused the loss of lock. Advanced bionics will continue to monitor failure modes of this type. This is the final report.